Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. This resulted in loss of resynchronization and onset of dyspnea and asthenia. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.

Manufacturer narrative:
Additional information was received detailing that the initial model number was incorrect as provided to boston scientific. With correct model number, a duplicate report had been submitted.

Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was found to be operating in safety mode. This resulted in loss of resynchronization and onset of dyspnea and asthenia. Subsequently, this crt-p was explanted and replaced. No additional adverse patient effects were reported. As of today, this product has not been received by boston scientific for further investigation.